Manufacturer narrative:
The pump was received with blank display due to cracked lcd glass. Unable to perform the self and the displacement test due to blank display. No crack on the lcd window noted during physical inspection. However, the lcd window has minor scratches.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 182 mg/dl at the time of incident. Customer also stated that the insulin pump screen was damaged and there was a crack across the lower half of the screen. The device will be returned for analysis.